Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced "toxic sequel syndrome of the anterior segment" for this eye. The surgeon reported that approximately 20 hours following the iol implant procedure, the patient presented with evidence of a mild inflammatory process in the anterior chamber with a tyndall of 1-2 and some fine folds in the cornea near the incision. Since the surgery was uncomplicated and the patient was not reporting pain and the visual acuity was 20/40, the surgeon elected to proceed with conventional treatment of antibiotics and topical steroids. The patient returned the next day (second postoperative day) reporting his vision was poor. Upon examination, there was evidence of tyndall in the anterior segment, four (+) flare, signs of iritis, visual acuity was 20/200, and corneal edema. The patient was taken back to the operating room and vitreous cultures were performed prior to anterior chamber washings with antibiotics and steroids. The patient was also treated with antibiotic and steroid eye drops. The patient was also given an ocular hypotensive drop. The vitreal cultures were negative on an unknown date. The patient's visual acuity was reported to improve despite the slow reaction in the anterior chamber. Corneal edema was treated with 20% sodium chloride. By the third week after surgery, another inflammatory reaction appeared in the anterior chamber. An ultrasonography was performed which showed evidence of punctal point in the anterior vitreous at the retrolental level. Aqueous humor and vitreous cultures were taken again and were ultimately negative. Another anterior chamber washing was performed with antibiotics and steroids. The surgeon reported the event continues and is not expected to resolve. The patient has stromal atrophy of the iris and keratopathy bulosa. There are two medical device reports associated with this event. This report is for the left eye. The fellow eye has previously been reported under manufacturer report # 1119421-2012-00513.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B)(4).